Manufacturer narrative:
Components never returned.

Event description:
On (B)(6) 2014 patient had a cks implanted in right knee. Following post-surgical healing process, patient experienced catching, popping swelling and giving out of right knee. On (B)(6) 2016 x-rays revealed a dislodged polyethylene from tibial tray and anatomic metal components in implanted cks. On (B)(6) 2016 patient required a revision surgery for right knee. As of (B)(6) 2016 none of the cks implant components have been returned.